Manufacturer narrative:
Additional information was received from author on (B)(6) 2018 indicating that complications were related to the procedure, and not related to the devices. Complications were resolved without sequelae, and were considered minor and in majority of cases did not significantly prolong hospitalization. (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Other company product used in this study included ensite, st. Jude medical. Manufacturer's ref. No: (B)(4)

Event description:
This complaint is from a literature source. It was reported that one patient underwent radiofrequency ablation for atrial fibrillation and suffered from arteriovenous fistula. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿middle-term results of hybrid atrial fibrillation ablation using atricure system.¿ the purpose of this study was to evaluate the safety and medium-term efficacy of the hybrid approach in patients with persistent and long-standing persistent af. The study was conducted between january 2009 and october 2011. Suspect device is an externally irrigated 3.5 mm smarttouch thermocool ablation catheter, however catalog and lot numbers are unknown.